Event description:
The caller alleged a variance between the inratio inr results and the laboratory inr results. Results are as follows: date: (B)(6) 201,5 inratio inr: 7.1 and 4.9, laboratory inr: 3.68; (B)(6) 2015, 2.5, 2.14. Therapeutic range: 3.0 - 3.5. The time between testing of the two (2) inratio tests, on (B)(6) 2015, was immediate. However, the same finger stick was used to perform both tests and the finger was "milked". These are considered to be improper techniques when performing the inratio test. The laboratory test was performed within two (2) hours. The testing on (B)(6) 2015 was performed within one (1) hour. In addition, the finger was "milked" when performing the inratio test. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for lot#355401 did not uncover any relevant non-conformances and the lot met release specification. Although improper techniques were identified, root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.